Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/30/2016 with the following findings : a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. Corrosion was observed inside the battery compartment. There was no damaged observed to returned battery cap and the cap was able to secure properly to the pump. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found.